Event description:
This lv lead was implanted on (B)(6)2011. A call to technical services placed on (B)(6)2013 stated that the patient had a heart catheter procedure on (B)(6)2013 and apparently this lead has pulled back. Patient picked up a heavy object few months after implant which caused this lead to be pulled back. This happened about a year ago and they just turned off the lv lead back then. Now the patient's ejection fraction is down at 10 to 15 vs 25 to 30. The plan is to do lv lead revision on (B)(6)2013. The physicians were dr.(B)(6) and dr.(B)(6) at (B)(6) memorial hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).